Event description:
Stryker clinical affairs associate reported of a gamma cut out and provided pt data, operation report and sae.

Manufacturer narrative:
Device will not be returned for investigation. If the device or additional info becomes available, it will be reported on a supplemental report.